Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead had high pacing thresholds with no capture, high impedance and possible fracture, noise on the electrogram and difficulty advancing the stylet. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis performed with no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.